Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient reported it has never been easy to immediately start charging their neurostimulator but in the past they'd always been able to connect to charge the neurostimulator fully however recently in the past 3-4 weeks (patient confirmed in (B)(6) 2022,) they've had a lot of problems charging. The patient stated that initially they'd be able to connect with excellent connection however within 30 seconds to 2 minutes the patient would lose connection and the recharger would go back to searching. The patient stated they would always sit in the same location and that they had never moved and still the recharger went back to searching. The patient confirmed they had not been near any electromagnetic interference (emi) and denied having had any recent falls or traumas to their implant site though they noticed they felt an edge of the implant was closer to the surface of the skin than the other edges and confirmed their neurostimulator had been slightly tilted. The patient stated they thought that it had always been this way and not a recent development. The patient stated because of all the problems they recently encountered trying to charge their neurostimulator, the neurostimulator was down to below 10% because after they spent time trying to charge they would end up giving up and walking away from charging it. Patient services had the patient connect to charge their neurostimulator on the call and the patient successfully connected with "good connection" that then changed to "excellent connection." The patient stayed charging for around a minute and then it went back to searching for the neurostimulator. Despite reviewing best practices for recharging, the patient was unable to connect again to charge the implant on the call. Patient services had hoped the patient would have received an error message during the call but the patient was unwilling to stay on the call any longer and wanted to end the call and continue trying on their own with the discussed recharging methods. The patient stated they would also reach out to their hcp about their concerns about the neurostimulator, to check the implanted system and to potentially do an in person charging session.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back regarding recharging issues previously noted. Patient stated they had met with a manufacturing representative (rep) on 2023-07-20 regarding recharging issues and it had been decided to do a replacement with a non rechargeable ins. Patient stated the procedure was scheduled for this wednesday, but their insurance had denied the procedure. Patient stated they needed documentation regarding ins not working. Agent reviewed patient services role. Emailed field staff regarding situation.